Event description:
It was reported that t:slim x2 pump battery would not charge and charging connection was unstable unless cable was held in place or pump was positioned carefully. There was no adverse impact to the customer's blood glucose level. Customer confirmed use of tandem charging equipment and working outlet, left pump connected for extended time until charging began, and ultimately resolved issue by using different wall adapter, after which pump charged normally and no further assistance was required.